Manufacturer narrative:
Pump passed displacement test, self test and unexpected restart error test. Pump was tested with no unexpected restart error alarm, external ram crc error alarm and missing segments/partial display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose level was 14.7mmol/l at the time of the incident. It was also reported that numbers on the insulin pump have only been partially visible occasionally. There was no indication of troubleshooting or the issue being resolved. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.